Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023, the physician reported that the device seal plate stuck to a vessel and ripped the seal open when removing the device from the seal. The stickiness of the device at this point wouldn´t allow it to be used to seal the resulting bleeder. The surgeon switched to another device. The injury was a failed seal of a branch of the pulmonary vein to the upper lobe of the left lung. This resulted in profuse bleeding. Further attempts to seal the bleeding vessel with the cool seal were unsuccessful, a situation that has not occurred with the ligasure. After multiple attempts to control the bleeding, the physician had to convert the case to an emergency thoracotomy. The patient was a 4 month old baby who had a large amount of bleeding resulting in resuscitation with crystalloids and blood products. This resulted in the child being intubated for multiple days in the pediatric intensive care unit, with a prolonged length of stay. No other information is available.